Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that prior to an unknown procedure, the harh45 package was discovered to be cracked upon arrival at the account. Sterility was determined to be compromised. No patient involvement occurred. This is all the information known/available regarding this event.